Event description:
New information noted programming changes were performed to resolve the issue.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to magnetic resonance imaging test being done off label on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.